Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient required hospitalization and treatment information was not reported. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted for potentially associated lot number gd895268 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).